Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the trunk cable connector was cracked and the blue (can l) wire was open inside the trunk cable. The cause of the code 204 is the damaged connector open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and was resetting.